Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) was consulted and the device was reprogrammed and output increased. There were discussions of a device revision at a later date but no procedure has been scheduled. This lv lead remains in service. No adverse patient effects were reported.